Event description:
An ultratone rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2007. According to the complainant, the cutting wire broke, but "it was not completely detached and there was no detachment inside the patient." The procedure was completed with another ultratome rx sphincterotome. No patient complications were reported as a result of this event, and patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. A search of the complaint database did not identify any additional complaints recorded for this lot. The december 2007 15-month ultratome sphincterotome product family complaint trend report, inclusive of all modes, was reviewed; no unfavorable trend was noted.